Event description:
The customer alleged they received questionable free thyroxine (ft4), free triiodothyronine (ft3), and thyrotropin (tsh) results for one patient. The customer stated they tested a patient sample for ft4 on an analytical e-module (mod 1). The customer provided the following results: >100 pmol/l and 70 pmol/l. The sample was then tested on another e-module and the result was 70 pmol/l. The customer stated they conducted a liquid flow cleaning and repeated the sample ten times. The customer provided the following data. On mod 1 the results provided were 84 pmol/l and 64 pmol/l. The sample was tested on another e-module and the result provided was 81 pmol/l. The customer stated the next day the ft4 result was >100 pmol/l, but it changed to 63 pmol/l to 82 pmol/l on another measuring cell. The patient's tsh result was 0.6 miu/l. It was unclear if these results came from the same sample as the previously provided results. The customer provided the following data from a sample tested on (B)(6) 2014. The ft4 result was 68.3 pmol/l, ft3 result was 18.9 pmol/l, and tsh result was 0.49 miu/l. Information on whether this data was from the same sample as the above data was requested but not provided. On (B)(6) 2014, a new sample was tested on an e-module. The ft4 result was 62.0 pmol/l. The customer stated it was re-run with results of 50 pmol/l to 100 pmol/l. The ft3 result was either 14.7 pmol/l or 18.9 pmol/l. Clarification was requested but not provided. The tsh result was 0.55 miu/l. The sample was sent to another laboratory and tested with an auto delfia method on (B)(6) 2014. The ft4 result was 15.6 pmol/l. The ft3 result was either 5.1 pmol/l or 14.7 pmol/l. Clarification was requested but not provided. The tsh result was 0.93 miu/l. The customer stated they were "in connection" with a doctor about these results, so no wrong results have been sent out. The customer also stated they reported an ft4 result of 68.3 pmol/l, ft3 result of 18.9 pmol/l, and tsh result of 0.49 miu/l. The patient was not adversely affected by this event. The customer provided a serial number for one e-module of (B)(4). Which e-module that had this serial number was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). For the medwatch on the ft4 reagent, refer to medwatch with the patient identifier (B)(6). For the medwatch on the ft3 reagent, refer to medwatch with the patient identifier (B)(6).

Manufacturer narrative:
Three vials of the patient's sample were returned for investigation. The tsh results generated by the customer were confirmed.

Manufacturer narrative:
Additional information has been provided. The ft3 result from the sample tested on the e-module on (B)(6) 2014 was 14.7 pmol/l. The ft3 result from the sample tested on the auto delfia on (B)(6) 2014 was 5.1 pmol/l. The new sample was actually drawn on (B)(6) 2014, but tested on (B)(6) 2014.

Manufacturer narrative:
The root cause could not be determined for the discrepant tsh results. An effect similar to the one observed for ft3 and ft4 was not observed for tsh. The tsh results generated by the e-module and the tsh reagent were within the normal reference range.